Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Device was not returned for evaluation. (B)(4) the device was disposed of and will not be returned. Additional information is requested: what is the indication for surgery? How was the purse string created? Where in gap setting scale was the device set? Was there audible and/or tactile feedback during the firing? What healthcare professional, if other than primary surgeon, fired the device and what is his/her experience? Are there any additional details as to how the procedure was completed? Additional resection?

Event description:
It was reported by the affiliate that during an anterior resection procedure, the surgeon complaint that after firing (prolene was cut, click sound was heard). The stapler got stuck while he fishtail out. He can't withdraw the stapler despite disengaging it from the anastomoses. The angle of withdrawal was not difficult too. The anastomoses was being pulled by the stapler as he withdraw. The pulling causes a tear in the posterior wall. It happens the same again on second firing. Surgeons perform three half turns of the knob, then twist to 9 o clock from 6. Then back to 6. Then turn anti clockwise full turn and back. Another like device was used to complete the procedure. Hospitalization; but the patient is stable.

Manufacturer narrative:
(B)(4). Additional information received: what is the indication for surgery? Low anterior resection. How was the purse string created? Yes . Where in gap setting scale was the device set? In the green zone. Was there audible and/or tactile feedback during the firing? Yes . What healthcare professional, if other than primary surgeon, fired the device and what is his/her experience? Primary surgeon . Are there any additional details as to how the procedure was completed? Additional resection? Resection with another cdh and failed again, finished with hand seen anastomoses.